Event description:
It was reported that during a varix procedure, the clips delivered but the applier was hard to fire. Used another like device to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the instrument received was non-functional. The instrument was returned partially cycled and had a damaged anti-backup and a disengaged feed-bar. Therefore, the instrument would not feed the clips into the jaws. No conclusion could be reached as to what may have caused the damage to the instrument. We have documented the reported circumstances and analysis results. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.